Event description:
It was reported that the left-sided pulse generator had turned off by itself on two different occasions (dates were not provided.) The product problem occurred when he patient was at home and was not discovered for several hours, at the time of each occurrence. No patient symptoms were reported. It was anticipated that the clinician would monitor the situation. Additional information has been requested from the customer.

Manufacturer narrative:
No reported pt symptoms or lack of effect.